Manufacturer narrative:
On (B)(6) 2020 mentor became aware that this complaint has been identified as a duplicate of manufacturer report number:1645337-2020-02068. Please see final reporting and complete documentation of this event in report#:1645337-2020-02068 . No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right- mentor smooth round moderate profile. 225cc saline breast implants, catalog number 3501645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile. 225cc saline breast implants which the left side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation.